Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5056684) in united states on 26-oct-2015 who had essure (fallopian tube occlusion insert), expiration date 01-sep-2011 implanted on (B)(6) 2010. She started having a punching pain on left side, became chronic pain over time, dizzy, hair loss, and confusion (foggy mind) and much more. On (B)(6) 2014 she ended up having a hysterectomy. Hospitalization, disability/permanent damage, other serious (important medical event) were mentioned but not specified and/or assigned to one of the events. The product technical complaint investigation results which ptc number is (B)(4) was received on 17-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and started having punching pain on left side, became chronic pain over time. She ended up having a hysterectomy. This event, seen as pelvic pain, is serious due to required intervention (disability and other seriousness criteria were marked per reporter but not specified). It is also listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and started having punching pain on left side, became chronic pain over time. She ended up having a hysterectomy. This event, seen as pelvic pain, is serious due to required intervention (disability and other seriousness criteria were marked per reporter but not specified). It is also listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.